Manufacturer narrative:
(B)(4). The reporter did not provide the lot number. The date of manufacture cannot be determined.

Event description:
Covidien received by email a report from (B)(6) with only the description that the tracheostomy tube would be returned due to a cuff inflation failure. There was no patient event or initial reporter information provided.

Manufacturer narrative:
Medtronic received new information confirming 2936999-2016-00299 was submitted as a duplicate report to 2936999-2016-00239. Please reference 2936999-2016-00239 for the investigation findings. (B)(4).